Event description:
Information received indicates the brake is not holding and the caster is ratcheting.

Manufacturer narrative:
The technician found the brake caster was worn. He replaced the brake caster and adjusted the brake/steer caster to repair the bed.